Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 1 device was received. 4 device investigation types have not yet been determined. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. 1 event had no patient involvement; no patient impact. 4 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11. 5 previously reported events are included in this follow-up record. Product return status: 3 devices were received. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. 1 event had the problem identified during a non-clinical procedure; there was no patient involvement. 2 events had patient involvement; no patient impact. 2 events which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 5 previously reported events are included in this follow-up record. Product return status: 2 devices were received. 3 device investigation types have not yet been determined.

Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. 1 event had no patient involvement: no patient impact. 1 event had patient involvement: no patient impact. 1 event had insufficient information received. 2 events which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h6, h11. 5 previously reported events are included in this follow-up record. Product return status: 3 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. 1 event had the problem identified during a non-clinical procedure; there was no patient involvement. 2 events had patient involvement: no patient impact. 2 events which had a mild injury, illness or impairment which can be treated with minimal or no intervention.